Manufacturer narrative:
On 26-mar-2020, mentor received additional information regarding the patient¿s symptoms, the revision surgery, and the replacement devices. The patient experienced bilateral breast ptosis. The patient underwent bilateral removal and replacement with two 320cc mentor memorygel breast implant prostheses (catalog #: 357320mc, right serial number: (B)(6), left serial number: (B)(6)). On 31-mar-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device. Initially, catalog number, lot number, serial number were reported as 3504501bc , 6634414, and (B)(6) respectively. After receiving the device back for evaluation, it was found that the actual catalog number, lot number, and serial number are 3504251bc, 6634417, and (B)(6) respectively. The relevant fields have been updated. It was found that the initial report was missing patient code no code available for medical device removal and anisomastia. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, an anomaly was observed on anterior view of the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported issue. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jun-2020, mentor received additional information regarding the condition of the suspected medical device. Ultrasound performed on (B)(6) 2019 indicated a delamination and damaged implant on the right breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The patine underwent explantation on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 450cc mentor memorygel breast implant ( catalog #:3504251bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture and breast pain. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.